Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited shock impedance measurements greater than 125 ohms. A revision procedure was performed and this lead was removed from service and replaced. No additional adverse patient effects were reported.